Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic via merlin.net transmission. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient would continued to be followed.